Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline being incorrectly inserted into the system controller and a driveline disconnect alarm were confirmed via evaluation of the returned system controller and analysis of the downloaded log file. The log file downloaded from the returned system controller (B)(6) contained approximately 8 days of relevant data ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The driveline was disconnected on 28jun2021 at 11:35:03 and a driveline disconnect alarm activated. The log file then captured a controller fault alarm on (B)(6) 2021 at 10:31:39 due to fuse b being open. This resulted in a driveline power fault alarm activating when the driveline was correctly reconnected to the controller on (B)(6) 2021 at 10:33:12. The driveline was then disconnected again on (B)(6) 2021 at 10:33:26. The driveline remained disconnected from the controller for the remainder of the log file. After disconnecting the driveline, the controller fault alarm reactivated and remained active until the controller was put into sleep mode (captured on (B)(6) 2021 at 11:55:22). The controller was powered on again on (B)(6) 2021 at 19:53:14 and a controller fault alarm reactivated due to fuse b being open. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The returned system controller was disassembled to inspect the internal components. Further inspection of the driveline connector revealed a small burn mark on one of the pin sockets. It was also revealed that fuse b was damaged. The damaged fuse was replaced with a new fuse. After replacing the fuse, the controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The system controller functioned as intended after the fuse was replaced. The data captured in the log file, burn mark on the driveline connector, and damaged fuse indicate that the driveline was incorrectly inserted into the controller by 180 degrees, confirming the reported event. The root cause of the driveline being incorrectly connected to the controller could not be conclusively determined through this analysis. The root cause of the reported driveline disconnect alarm could not be conclusively determined through this analysis. There was also fluid ingress noted during the investigation of the controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller, (B)(6) , was manufactured in accordance with manufacturing and quality assurance specifications. The system controller was shipped to the customer on 03feb2016. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including controller fault, driveline power fault, driveline disconnect, and no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ instructs users on how to exchange their system controller, and states to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The section also provides the proper steps to connect the driveline to the system controller. This section states, ¿align the white arrow/alignment mark on the driveline cable connector with the white arrow on the system controller driveline connect¿. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2021-03691 and 2916596-2021-05727. Additional information reported that the patient was found expired on (B)(6) 2021. It was unclear if it was the patient or the paramedics who found him that had attempted to reconnect the driveline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a nurse found the patient expired in their residence. The system controller had driveline disconnect alarms. After observing the driveline and controller, it was confirmed that the driveline was wrongly inserted in the controller (the arrows did not align). Related manufacturer's report number 2916596-2021-03691.